Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a remote monitoring system detected a low shock impedance measurement on this right ventricular (rv) lead. The boston scientific field representative reports that the cause of the out of range shock impedance was when the patient was working in an operating room near electrocautery. The rv lead and device were interrogated and found stable impedances and normal device function. This issue will continue to be monitored. No adverse patient effects were reported.